Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connect belt / code 105) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the yellow pgnd wire was open inside the trunk cable. The cause of the code 105 and connect belt messages is the open pulse wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 105 and prompting to connect the electrode belt.